Manufacturer narrative:
Investigation: the customer initially contacted terumo bct support specialist due to the patient¿s cd 34+ pre-count was observed in the 30s and they also noticed that the collection yield was lower than expected from day one mononuclear cell (mnc) collection procedure. The customer stated that the patient was due to come back to the customer¿s site for day 2 of mnc collection, however, the customer was informed that the patient expired at home during the night after the completion of day one mnc collection procedure. The run data file (rdf) was analyzed for this event. The signals in the rdf indicated that the spectra optia system operated as intended. A service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. An autotest and saline run was successfully performed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient mobilized with mozibil expired after a mononuclear cell(mnc) collection procedure. The patient successfully completed day one of a mnc collection procedure on (B)(6) 2017. The patient was discharged home post procedure, however, the patient expired at home later in the evening. Per the customer, the procedure ran without any issues and there were no symptoms or complaints from the patient. The customer also stated that the patient had a long cardiac history including heart stents and chest pains. The patient¿s wife declined an autopsy report, therefore, no autopsy will be performed. The customer declined to provide patient's identifier (ID).the mononuclear cell (mnc) collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: based on the rdf analysis, the spectra optia system functioned as intended and is safe to use. Additionally, the machine check out did not reveal any issues with the device. Medical review concluded that the device did not cause or contribute to the patient death. Per the customer, the cause of death was due to the patient's disease state.

Event description:
During customer follow-up, the customer stated that the patient expired due to patient disease state and it was unrelated to the mnc procedure.